Manufacturer narrative:
The patient weight was not provided. The previously reported gastrointestinal bleeding was reported under MFR# 2916596-2018-00018. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial, ide (B)(4). Approximate age of device - 103 days. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to a local hospital with complaints of rectal bleeding with each bowel movement. Stools were described as very dark, almost black/maroon colored. The patient was without any rectal pain, abdominal pain, nausea or vomiting. The patient continued to take aspirin, plavix and coumadin as prescribed. On admission, the inr was 4.7 with hemoglobin of 7.1 g/dl. The patient received a transfusion of 2 units of packed red blood cells. The symptoms resolved the following day. No additional information was provided. The patient had been hospitalized with severe anemia requiring a transfusion of 3 units of packed red blood cells in (B)(6) 2017 without any evidence of a gastrointestinal bleed. No additional information was provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.